Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. The patient was brought into clinic and the device bluetooth was successfully paired. The patient status was unknown.